Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation and for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Apheresis line for stem cell was inserted in patient in (B)(6). Treatment was finished and line ordered out. Patient came to department as per normal procedures for removal and line broke apart upon removal. Difficulty in removing pieces.

Manufacturer narrative:
The 12.5f hemo-cath was returned for evaluation in two pieces. The device lumens appear to have torn just proximal to the cuff. The jagged edges from both ends line up when placed together. Under magnification there are instrument marks on two sides of the lumen, directly across from each other. It is suspected this damage occurred during cuff dissection when grasping the lumen with hemostats. The device had been implanted for 6 weeks with no reported issues, and broke when it was being physically manipulated during removal. The device was forwarded to medcomp engineering for further evaluation. Their evaluation determined the device was subjected to pull forces greater than it is designed to withstand, most likely during the removal process. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, inspected, and packaged according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. Removal procedure from the IFU. Make a 2cm incision over the cuff, parallel to the catheter. Dissect down to the cuff using blunt and sharp dissection as indicated. When visible, grasp cuff with clamp. Clamp catheter between the cuff and the insertion site. Cut catheter between cuff and exit site. Withdraw internal portion of catheter through the incision in the tunnel. Remove remaining section of catheter (i.e. Portion in tunnel) through the exit site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.